Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse inspected the luminometer and it was cleaned. The cse performed dark counts with no issues. The cse replaced the sample syringe, as it was difficult to pull. The cse inspected the pump fittings and tubings and found no issue. The cse performed an empty and fill of the incubation ring, ran precision and quality controls, resulting within range. A siemens headquarter support center (hsc) specialist evaluated the event. The troponin (tni-ultra) relative light units on the low end of the assay range is affected by sample quality, wash performance and sample delivery. While an issue with sample syringe would have dispensed less sample resulting in lower results, the dirty luminometer or poor sample quality can also cause the discordant result. Since the discordant result could not be reproduced, this issue is considered an isolated incident. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.